Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 142406. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 20768983.

Event description:
It was reported that right after the patients ipg upgrade procedure, the patients leads migrated which was confirmed via x-ray. The patient had inadequate pain relief and undesired stimulation due to lead migration. All device components were explanted and were not returned.